Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product was returned for evaluation. The receiver data log was downloaded and reviewed and no errors were observed. The complaint confirmation of an error icon display could not be confirmed. A root cause could not be determined.